Manufacturer narrative:
Concomitant medical products: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3387s-40, lot# v319140, implanted: (B)(6) 2010, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient¿s leads were cut during an unrelated surgery. No medical symptoms were reported. No further complications were reported.